Manufacturer narrative:
Complete event site name - (B)(6) hospital. Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the balloon membrane became unfurled when the intra-aortic balloon (iab) was removed from the t-handle packaging. The iab could not be inserted. A new iab was used. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely loosely folded and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. No kinks were observed on the iab. However there were three bends found on the inner lumen within the membrane approximately 15.5cm, 16.8cm & 18cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the inner lumen bends. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated bends on the inner lumen. A bend in the inner lumen can cause difficulty during insertion. We are unable to determine when the bend may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a